Event description:
It was reported that the black coating on the distal end of the unit started to come off.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.